Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:12:03. During night drain cycle five, the patient's ultrafiltration reading was 1200ml, indicating the home patient (hp) drained 1200ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. The uf volume of 1200ml in the therapy initiated on (B)(6) 2011 00:12:03 with a fill volume of 2000ml is exactly 160% of the largest prescribed fill volume and does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.